Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon rupture.

Event description:
It was reported that two nephromax nephrostomy balloon catheter devices were used during a percutaneous nephrolithotomy (pcnl) procedure. During dilation, the nephromax balloon ruptured at 20 atmospheres (atm) inside the patient when the renal sheath was inserted. The same issue occurred with the second nephromax balloon. The procedure was completed with gradual renal dilation system with no patient complications. This report pertains to the first of two nephromax devices used in the same procedure.